Event description:
Spacelabs received word through our distributor in the netherlands that a command module at a customer's site was not showing the ECG waveform.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Spacelabs has requested that the suspect device be returned to our facility for a detailed eval. Spacelabs is waiting to receive the device.